Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11, e3. A getinge field service engineer (fse) stated when unit was unplugged and running on batteries, top display distorts. No errors or fault logs found. Performed preliminary check, all tests passed. Fse ran unit on trainer while unplugging unit from outlet, and plugging back in many times, while switching between either battery for over 1 hour. All tests passed. Open unit up, reseat all boards and several connections. No problems found. Ran unit another 30 min. All tests passed. Device passed all performance safety tests according to factory specifications. Unit cleared for use.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer before use that the cardiosave intra-aortic balloon pump (iabp) unit had top display distorted, while the unit is running battery. There was no patient involvement reported.